Manufacturer narrative:
No button error alarm noted during testing. The act button did not respond due to corrosion on keypad trace. The insulin pump had minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the button error alarm. The customer stated that the button error alarm was not resolved after insulin pump rest. The insulin pump will be replaced and will be returned for analysis.